Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient's representative reported left side ¿capsular contracture baker grade I¿, ¿pain¿, ¿bilateral pressure sensitivity¿, ¿swollen lymph nodes¿, and ¿depression and anxiety¿. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture: not observed in the device. -depression: unable to observe as it is a medical event that is not related to the device. -anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. -capsular contracture: unable to observe as it is a medical event that is not related to the device. -pain: unable to observe as it is a medical event that is not related to the device. -lymphadenopathy: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient's representative reported, capsular contracture - baker grade I, pain, pressure sensitivity, swollen lymph nodes, depression and anxiety. Pathology report identified "silicone bleeding with ruptured device" device has been explanted.this relates to the left side.

Event description:
Patient's representative additionally reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6.

Event description:
Patient's representative reported left side ¿capsular contracture baker grade I¿, ¿pain¿, ¿bilateral pressure sensitivity¿, ¿swollen lymph nodes¿, and ¿depression and anxiety¿. Device remains implanted.